Event description:
Routine complaint investigation confirms an incorrect calibration code, if used to perform assay, could result in higher then expected readings. These results under certain conditions. Could have adverse effects. No injuries were reported in the field.